Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer's blood glucose reading was 164 mg/dl after being treated by the paramedics. It was stated that the customer went fishing (B)(6) prior to being hospitalized. The customer was soaked, but the insulin pump was never submerged in water. (B)(6), the customer was found unconscious by his family. The customer was not wearing the insulin pump when he was found. During the call, a battery was inserted, and the insulin pump alarmed button error. It was stated that the customer may have received the same alarm prior to losing consciousness, causing him to stop insulin pump therapy, and give himself manual injections. Advised the caller that the insulin pump would be replaced. Nothing further was reported.